Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. X-ray showed that the lead dislodged and pulled back from the apex of the heart. The lead was repositioned and normal function ensued.